Manufacturer narrative:
H2, h3: the returned computer was analyzed. No failures were found. Previously reported codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: work order information has been corrected to indicate that no hardware parts were replaced. The original computer was used to resolve the complaint. The computer analysis result are those of the replacement computer, not the computer the issue was observed on. Codes b01, c19, and d14 are applicable to the work order and replacement computer analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, b5: event details have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Troubleshooting information was received. Upon replacing the computer, the monitor displayed "efi shell version 2.70 - press esc in 1 seconds to skip startup.nsh." The cs confirmed the cables were all ceded and the monitor was set to hdmi. The cs reported the 32 321 to get into the video settings at the bottom of the right side of the monitor was not functioning when this complaint was called in, but it was functioning at the time troubleshooting was called in. The cs reported the system would only show 'hdmi' in the left hand corner of monitor at the time this case was called in. The cs reported the refurbished computer that arrived looked scratched and banged up. Ts confirmed the solid state drive (ssd) was seated properly. Ts confirmed the ssd was in the correct slot for ssd. The cs reported that he was swapping to computer he initially got to see if he was still receiving the 'no video detected' or same error message, upon connecting initial complaint computer, the system was functioning as intended. The issue was resolved.

Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736036, serial/lot#: (B)(6), h6: the system was serviced in the field. Hardware parts were replaced. Codes b01, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while installing the system, the site and local representative (cs) were unable to get video on the planning station monitor. When turning on the system, the monitor displayed the medtronic splash screen then moved to a "no signal" message. Troubleshooting was performed. Technical services (ts) had the cs make sure the monitor was set to high-definition multimedia interface (hdmi) for monitor input, but there was no change. The cs reseated the cables between computer and monitor, but there was no change. The cs connected the video chain from the planning station (ps) computer to known working navigation system main cart monitor, but got a "no video detected" message. The cs swapped out a known working hdmi cable into the cabling chain between the ps computer and monitor, with no change. The cs took a known working universal serial bus (usb)-c to hdmi dongle from the navigation system main cart and swapped into the cabling chain between the ps computer and monitor, with no change. The probable cause was noted to be the navigation system ps computer. Ts suspected that the issue was with the ps computer usb-c port. There was no patient involvement.